Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to confirm reported problem. Mvs interface cable passed bench communications 100t and gbit testing as well as continuity testing. Installed cable on test imaging system and the system readied and communicated as expected. Charging, 2d and 3d imaging were successful. No problem found. Investigation of returned suspect pleora iport confirmed the reported problem. Installed pleora box on test imaging system and the system communication remained in connected, not ready as displayed on the pendant and remote desktop. Pleora box powers on, however no communication as evidenced by no blinking led's and framegrabber "off" in remote desktop. The reported problem was confirmed to be caused by an electrical failure.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system was stuck in standalone mode with no way to acquire images. The framegrabber status is blank in the image acquisition system (ias) remote desktop. No network lights present for communication link from mobile view station (mvs) computer to pleora. Remote desktop status windows for framegrabber were blank. Pleora iport replaced, and communication restored. System tested, and is fully functional. The umbilical cable was also replaced. The umbilical and the pleora iport have both been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to fully boot up. It was reported that the image acquisition system (ias) was displaying that the system was in stand alone mode. Also, the mobile view station (mvs) displayed that it was connected, but not ready. The user accessed the remote desktop and the status of the frame grabber was blank. There was no patient present when this issue was identified.